Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that a balloon ruptured at 12 bars. The device was removed smoothly. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. During the procedure, upon first inflation, it was noted that the balloon ruptured at 12atm within 1-2 seconds. The device was removed smoothly.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that a balloon ruptured at 12 bars. The device was removed smoothly. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.